Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting pump using provided pump reset information, and customer was advised to call back if issue persisted, with no further outcome details reported.